Manufacturer narrative:
The returned pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Timeouts were observed, and the pod generated an 0x45 hazard alarm, indicating that sma wire 2 is open. No damages or deficiencies were observed that could be confirmed as the cause of the reported alarm. The cause of the 0x45 and subsequent needle mechanism complaint could not be determined. Scrapes and gouges were observed on the hook post spring. It could not be determined if these damages contribute to the generation of the reported 0x45 hazard alarm.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.